Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2006 that an extractor rx retrieval balloon was used in preparation for an endoscopic retrograde cholangiopancreatography (patient gender, age and weight unknown). According to the complainant, "the balloon popped during testing." The procedure was completed with another extractor rx retrieval balloon. There was no patient involvement. At the conclusion of the procedure, the patient's condition was reported as fine.

Manufacturer narrative:
Conclusion - cause of failure unknown. A visual inspection of the returned extractor xl retrieval balloon confirmed a tear on the distal end of the balloon adjacent to the distal bond. No other defects were detected. A device history record review was carried out and no anomalies were found. A search of the complaint database revealed no additional complaints reported for the same lot. The cause of the reported complaint is undetermined.